Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the tip of the grip. A piece approximately 0.090" x 0.031" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed a small piece of the tip of the vessel sealer extend (vse) had broken off inside the patient. Both the instrument and broken piece were removed from the patient. The procedure was completed.